Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed lateral to the first clip, reducing mr to 1. The cds was removed and the atrial septal defect (asd) was closed. Final echo images noted the second clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) cannot not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.